Manufacturer narrative:
(B)(4). The complainant confirmed on 17jan2017 that this complaint, report 3005099803-2017-00064, is a duplicate of report 3005099803-2016-04118.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, the exit marker became lodged in the endoscope. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 17, 2017. A dilatation was performed on (B)(6) 2016, with no device issue noted. The endoscope was cleaned with no issues noted. On (B)(6) 2016, the same endoscope was used in a separate procedure, and a cre wireguided device was not used in this case. However, when cleaning the endoscope after the procedure, the exit marker of the cre wireguided balloon from (B)(6) 2016 was lodged inside the endoscope. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, the exit marker became lodged in the endoscope. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.